Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction occurred. In addition, it was reported that the pump shocked the customer while it was charging. Customer's blood glucose level was 187 mg/dl. Customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issues could not be verified; however, a different issue was identified.